Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion is located in the obtuse marginal (om) artery. A 2.50x38mm promus element plus stent delivery system was unable to cross the lesion. The catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a tactile and visual examination found no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various hypotube kinks. The 5 most proximal rows of the stent were damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).